Event description:
Per the clinic, the patient experienced hypertrophic scar and skin overgrowth over the abutment site. The patient was placed under general anesthesia on (B)(6) 2025 for an abutment change.